Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Customer contact reports information not available. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).